Event description:
Boston scientific crm received information that this lead safety switch triggered on this right ventricular (rv) lead. Unipolar and bipolar impedance measurements were greater than 2500ohms and intermittent capture was observed at 6.5v at 1ms. The patient has intermittent conduction. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was returned for analysis. Visual observation confirmed there was circular depressions possibly from the suture sleeve about 16 cm from the terminal pin. The lead body was bent with a wavy appearance from 14-24 cm from the terminal pin. An x-ray showed the inner coils were fractured at around 20.5 cm from the terminal pin. The lead did not pass continuity testing due to the fractured inner coils. Additional testing is still being performed on this lead. When analysis is complete, this report will be updated.

Manufacturer narrative:
The lead has been returned and is currently in analysis. When analysis is complete, this report will be updated.

Manufacturer narrative:
Technical services was contacted and suspects a lead fracture. As of this report, the lead remains in service. Should additional information become available, this event would be updated.

Manufacturer narrative:
Additional testing was performed to determine the fracture mode. Detailed analysis confirmed the inner coil was fractured at 205 mm from the terminal pin. A secondary fracture was also identified. The fracture sites showed evidence of fatigue and overload regions. Laboratory analysis confirmed the out of range impedances observed in the field were due to an inner coil fracture with this lead.

Event description:
One month later this lead was explanted due to a fracture. The fracture was not visually observed upon extraction, however the field representative (fr) will be sending the lead back for analysis.

Manufacturer narrative:
When this lead get's returned and is analyzed, this event will be updated.